Manufacturer narrative:
Product event summary - (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was no capture and no sensing or pacing on the right ventricular lead. The physician decided to implant a new lead and explant that one. The new lead had similar issues until the appropriate placement was found. While repositioning the right ventricular lead, the right atrial lead dislodged. The atrial lead was revised and remains in use. The physician felt there was a potential issue with the patient's heart tissue. No patient complications have been reported as a result of this event.